Event description:
The user facility reported a 5.5 pump being placed to support the patient admitted in with plan for coronary artery bypass graft. The team observed what they thought was condensation in the axillary insertion kit. There were concerns of sterility and so the team replaced and used another axillary kit. Additionally, there was ventricular tachycardia (vt) present during the pump use on the day of insertion. Later during the support, the heparin systemically was stopped due to bleeding concerns and subsequently there was urine color change, but hemolysis not definitively diagnosed.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of packaging issues- sterility, vf/vt/af/at, and access site bleeding has been completed. Only the 8fr dilator was returned in its opened original package. The returned dilator had coating particles on it. The presence of silicone oil on the 8fr impella dilator is expected per design, is typical to visualize, and is part of the qualified system. No problems were found during the case, as the presence of silicone oil on the 8fr dilators is anticipated according to design specifications. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. The cause of the access site bleeding issue was most likely patient's high act values, based on given clinical details. H6 health effect - clinical code 1888 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29769.